Manufacturer narrative:
Additional information was received on 10/29/2018. In addition to the left sided deflation and right sided capsular contracture previously reported, bilateral deflation and capsular contracture was diagnosed during a physician visit. On 11/2/2018 additional information was obtained. The devices are set to be explanted on (B)(6) 2018. The information of the concomitant device (right side) was obtained. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 1/9/2019. Device evaluation summary: bilateral deflation and capsular contracture were diagnosed during a physician visit. Upon receipt by mentor the device contained no fluid. White and red material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed creases extending to both views. A line of shell abrasion was observed within one of the creases on the posterior view of the device, suggesting in-vivo folding or creasing of the device. A rent was discovered within the shell abrasion less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent, creases, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and red material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. With the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis(left) and an unknown mentor saline prosthesis (right). Left sided deflation was reported to mentor on (B)(6) 2018. On (B)(6) 2018 mentor received additional information that right sided capsular contracture was also present (baker¿s grade unknown). No additional hospitalization was required as a result of these events. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2018-06373 for contralateral prosthesis report.